Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has an extreme tortuous anatomy and calcium deposits. During the procedure, it was unable to be advanced and removed from the patient's anatomy. A small tear on the edge of the valve capsule was observed. Access site was switched to left femoral access, and a new valve was loaded with a ds. The valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. No adverse health consequences were reported. The patient was discharged.